Event description:
A home patient called the baxter technical assistance line to report that the home patient noted a leak in the patient line of the homechoice cassette while doing the home patient's treatment on the homechoice machine. Per the home patient, the leak was noted at the connection between the patient line and the 12 ft. Extension line. The patient tightened the connection and continued therapy. Per the home patient, no patient injury or medical intervention associated with this incident.